Event description:
A patient reports while wearing a pod between 4 and 24 hours the pods needle had not retracted upon initial activation. The patients reported blood glucose level was 326 mg/dl. In addition the patient reports having bleeding and pain at the pod infusion site.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received partially deployed. The formed needle was observed to be extending past the bottom housing window. Upon opening the pod, it was observed that the slide retract was fully retracted, but the formed needle was not seated in the slide retract. Damage was observed to the slide retract. This indicates that the formed needle was incorrectly installed and resulted in the reported needle failing to retract. The needle failing to retract can also be confirmed as the cause of the reported bleeding/bruising and pain during insertion.